Event description:
A report was received that the pt was experiencing pain at the lead site. The pt went to the ER and was given vicodin for the pain. An x-ray was taken and showed nothing wrong with the device.